Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to electrical contacts of the scope connector were corroded while the user was handling the device which led to occurrence of the suggested event. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to d9, h3, h6 of the initial medwatch. The device was returned to a third party (3rd party) evaluation site. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. And the customers allegations were confirmed. The e216 scope communication error occurred, due to corrosion on the electrical contact of the scope connector. Additionally, image noise occurred during angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there was an e216 scope communication error on the endoeye flex deflectable videoscope, that was found at receipt inspection. There was no patient or procedural involvement. No patient harm was reported.